Event description:
It was reported that the patient suffered cardiac arrest. Log files were submitted for review. The log file captured multiple low flow events on 17nov2023. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute (lpm). The flow on 17nov2023 at 03:12:03 dropped to 0.7 lpm, then at 03:17:26 the flow recovered to 2.7 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered cardiac arrest (B)(6) 2023. Log file analysis found multiple low flow events on (B)(6) 2023. It was later reported that the patient expired on (B)(6) 2023 due to multisystem organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Additionally, review of the submitted log files revealed low flow alarms; however, a specific cause for the alarms could not be conclusively determined. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. Multiple low flow alarms were captured on (B)(6) 2023, which were associated with elevated pulsatility index values. No other notable events were captured, and the pump appeared to function as intended at the set speed. It was reported that the patient experienced low flow alarms prior to pulseless electrical activity (pea)/cardiac arrest. Multiple attempts were made to obtain additional information regarding the reported cardiac arrest and low flow alarms; however, no further information was provided by the account. It was later communicated that the patient expired due to multisystem organ failure. Whether the patient's outcome was device related was reportedly unknown. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index. In reference to pulsatility index, the IFU states that ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that it was unknown whether the death was device related. The patient had low flow alarms prior to pulseless electrical activity (pea) arrest.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.